Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic or motor assembly. The insulin pump had cracked case all corners of display window and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 263 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.